Event description:
As reported, during a percutaneous transluminal angioplasty (pta), the 90 cm. Saber 5 mm. X 10 cm. Balloon catheter (bc) was delivered to the target lesion but failed to rise during the initial inflation. As the physician suspected the balloon ruptured, he removed the saber bc from the patient and exchanged it for another new balloon. The procedure was finished successfully. There was no reported patient injury. The product was clinically used and it will not be returned for analysis. The target lesion was the left superficial femoral artery (lsfa). The lesion was reported to be: a 90% stenosis, heavily calcified and not tortuous. The lesion was crossed with an unknown guidewire. Additional information received indicated that the physician suspected a balloon burst as the pressure did not rise during the inflation. The atmospheres used for inflation were not known. There was no reported difficulty removing the product from the packaging or difficulty removing the protective balloon cover, stylet, or any of the sterile packaging components. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. The contrast used was unknown and the ratio of contrast to saline was fifty/fifty. There were no kinks or bends noted upon inspection prior to use. There was no reported resistance/friction reported while advancing the catheter through the rotating hemostasis valve, or guiding catheter. There was no reported difficulty advancing the device through the vessel. There was no reported difficulty crossing the target lesion. The catheter did not kink during use. The catheter was not ever in an acute bend. The catheter was removed easily from the patient and was intact.

Manufacturer narrative:
The product is not available for inspection. (B)(6). During a percutaneous transluminal angioplasty (pta), the 90 cm. Saber 5 mm. X 10 cm. Balloon catheter (bc) was delivered to the target lesion but failed to rise during the initial inflation. As the physician suspected the balloon ruptured, he removed the saber bc from the patient and exchanged it for another new balloon. The procedure was finished successfully. There was no reported patient injury. The target lesion was the left superficial femoral artery (lsfa). The lesion was reported to be: a 90% stenosis, heavily calcified and not tortuous. The lesion was crossed with an unknown guidewire. Additional information received indicated that the physician suspected a balloon burst as the pressure did not rise during the inflation. The atmospheres used for inflation were not known. There was no reported difficulty removing the product from the packaging or difficulty removing the protective balloon cover, stylet, or any of the sterile packaging components. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. The contrast used was unknown and the ratio of contrast to saline was fifty/fifty. There were no kinks or bends noted upon inspection prior to use. There was no reported resistance/friction reported while advancing the catheter through the rotating hemostasis valve, or guiding catheter. There was no reported difficulty advancing the device through the vessel. There was no reported difficulty crossing the target lesion. The catheter did not kink during use. The catheter was not ever in an acute bend. The catheter was removed easily from the patient and was intact. The product was not returned for analysis. A device history record (DHR) review of lot 17059447 revealed no anomalies or non-conformances that can be associated with the reported event. The reported ¿balloon burst at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of heavy calcification and a rate of stenosis of 90% may have contributed to the reported event. Neither the DHR nor the information available suggests a design or manufacturing related cause for the reported burst; therefore, no corrective/preventive action will be taken. Please note that this is the initial/final report for this product.